Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was also hospitalized for elevated potassium. The patient was treated with IV antibiotics for the events. The cause of the peritonitis was unknown. Pd therapy was discontinued and the patient was placed on hemodialysis. The patient was also scheduled to have their pd catheter removed. The patient was discharged from the hospital and recovering from the events. This is report 2 of 5 for this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number 12j16h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The problem was not confirmed. No device malfunction or use error was identified. No cause was determined. Should relevant additional information become available, a follow-up report will be submitted.